Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA. (B)(6).

Event description:
During a breast harpoon by mammography, the customer did not insert the harpoon properly in the breast. The harpoon is visible 2 centimeter below the target region. He tried again and succeeded to insert a second harpoon on the patient breast. As the consequence, the surgeon must remove 2 harpoons during the surgery.

Manufacturer narrative:
Additional narrative: several test examinations with the device were done (4 exams and 20 targets as phantoms, connection in user mode) ¿ a technical root cause could not be found. Philips clinical application specialist had a look at the image provided: in the image a clip can be seen some centimeters above the position of the wire. (Clips are used to mark a position of i.e. A lesion during a biopsy.) The investigation gives two possible root causes for the wire's position below the indicated area. 1. The needle used does not fit to the needle data entered, i.e. The needle is much longer than the corresponding data indicate, or vacuum biopsy needle's data has accidentally been used. 2. The correct needle position was not checked before deploying the wire. Unfortunately the log file does not provide the needle data. Neither the dicom images could be provided, i.e. The procedure could not be reconstructed and the root cause of the incident could not be determined. (B)(4).